Event description:
It was reported that when the device was used during an unknown procedure, a small piece of the gasket tore off and fell into pt abdomen. Piece retrieved. Opened another device to complete the case. There was no consequence to pt.